Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this event will be updated.the lead was successfully replaced. Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular pacing impedance measurements greater than 2000 ohms. The patient will continue to be monitored. No adverse patient effects were reported.additional information was received indicating an invasive procedure was performed to replaced the implantable defibrillation lead due to the high pacing impedance measurements and loss of capture which was later observed. No adverse patient effects were reported.